Event description:
It was reported that during a procedure, the device was circulated upon connection, and the device delivered a warning indicating that the cycle was incomplete, there was an evidence of energy delivery and end tones heard. The unit was tested for replacement, and the error was again issued when connected to the new console. Therefore, the surgeon requested another new ligasure and when connecting and testing, the device worked correctly. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intra-abdominal mass procedure, the device was circulated upon connection, and the device delivered a warning indicating that the cycle was incomplete, there was an evidence of energy delivery and end tones heard. The unit was tested for replacement, and the error was again issued when connected to the new console. Therefore, the surgeon requested another new device and when connecting and testing, the device worked correctly. There was no patient injury.